Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and spring contact corroded. Event history log review was not applicable. The reported issue was verified during visual and functional testing. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.

Event description:
It was reported that the device exhibited downstream occlusion seal degradation. There was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.